Manufacturer narrative:
Patient ID reported as: (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical repair of a distal humerus fracture involving a competitor's implants. The repair failed and a revision open reduction internal fixation (orif) was performed using synthes implants. During the surgery a drill bit broke in the bone and a fragment was unable to be retrieved. There was no delay in the procedure. The patient¿s condition was reported as good. This is report 1 of 1 for com-(B)(4).